Event description:
It was reported that patient underwent total knee arthroplasty using a competitor's products on unknown date. Subsequently, the patient was revised on (B)(6) 2011. During the revision procedure, surgeon noted that the tibial tray was without the etch line used to determine the offset. The procedure was completed with no reported injury to the patient or delay in the procedure.

Manufacturer narrative:
Device remains implanted. Investigation in process but not yet complete. Upon completion of investigation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
Evaluation of device from same lot confirmed reported condition. Reviewed with development engineering as original design did not require this feature. No risks were identified.